Manufacturer narrative:
The referenced patient outcome was reported under medwatch MFR report # 2916596-2018-02635. The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device - 1 year, 4 months. Device evaluation: the explanted pump was returned and the evaluation results were reported under medwatch MFR report # 2916596-2018-02635. This medwatch report covers the incidental investigation findings of the disengagement of the outflow graft bend relief. The evaluation of heartmate 3 lvas, serial number (B)(4), revealed that the sealed outflow graft bend relief hardware was not fully engaged; however, a specific cause for the disconnection could not be conclusively determined through this evaluation. Examination of the sealed outflow graft bend relief hardware revealed that the bend relief was not fully engaged on the graft attachment. The accumulation of tissue around the bend relief hardware and outflow graft attachment indicates that the bend relief was disconnected for a significant duration while the patient was supported by (B)(4). While it was observed that the bend relief hardware was not fully engaged, it was directly adjacent to the ridge on the graft attachment and did not appear to be angled away from the pump outflow or the graft attachment. Inspection of the outflow graft did not reveal any twists or kinks under the bend relief. The lumen of the graft revealed no depositions or thrombus formations. No issues were reported over the approximately 16 months of pump support that indicate that this contributed to a flow issue. A specific cause for the unengaged bend relief could not be conclusively determined through this evaluation. In addition, a direct correlation between this finding and the patient's expiration could not be conclusively established. A corrective and preventative action has been implemented for disengagement to address the issue. The left ventricular assist system (lvas) was implanted prior to the CAPA implementation. Of note, the patient was implanted prior to the corrective action implemented to address the heartmate 3 sealed outflow graft bend relief disconnection issue. The hm3 lvas IFU provides information regarding how to prepare the sealed outflow graft, de-air the pump, and confirm that the bend relief is fully connected and seated to the outflow graft. This IFU also cautions the user to ensure that the sealed outflow graft bend relief remains connected during sternal closure. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information is available. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported on (B)(6) 2018 that the patient was found deceased at home in bed. Log files reviewed by the manufacturer's technical services revealed low flow alarms that appeared to be physiological in nature. A cause for the patient's death was not provided. During investigation of the returned pump mlp-005055, it was found that the outflow graft bend relief was not fully engaged on the graft attachment.